Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump was returned to animas and evaluated on (B)(4) 2011. Evaluation revealed that the pump did not detect the cartridge on the load step. The force sensor resistance reading was above specification. An unknown green substance was found to contaminate the force sensor plate. The force sensor was visibly damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Pt reports pump dispensed insulin during load cartridge phase.